Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having experienced the events of ¿rupture¿, ¿pain¿, and ¿is feeling bad¿. No treatment has been provided, and the device remains implanted.